Manufacturer narrative:
Correction: section g2 the foreign text box should be blank.

Event description:
It was reported that the patient presented for an upgrade procedure. It was noted that the right atrial lead failed to capture and exhibited noise oversensing which resulted in pacing inhibition. The lead was capped and replaced on 9 feb 2023. The patient was stable.